Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had shutoff and restarted while the therapist went to adjust the fio2. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit had shutoff and restarted while the therapist went to adjust the fio2. The unit was removed from service and the patient was ventilated with an alternate unit. The biomed had reported error codes, "ventilator restarted due to anomalies detected during operation" (diagnostic code 1101) and "software exception" (diagnostic code 3007), had occurred in the event log. The remote service engineer (rse) advised the customer to then reinstall 3.00 software as a precaution to address the event. The rse also advised if the issue were to reoccur then the customer should replace the central processing unit (cpu) printed circuit board assembly (pcba). Per good faith effort (gfe) response, the customer stated the issue was not repeatable and never saw the issue again before or after reloading the software. The customer stated the issue was not repeatable and never saw the issue again before or after reloading the software. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.